Manufacturer narrative:
Received one 050906 unopened in original packaging. Lot number verified. Performed visual inspection of device, there were no obvious signs of a breach. Performed a functional inspection of device, the device was dye leak tested per tm-10-217 rev. F which indicated that the packaging did not have an insufficient heat seal. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 complaint, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.0002. Per the instructions for use the user that the proforma hf 4.5 cannula is package sterile in a sealed pouch. If the pouch is open or damaged, do not use or resterilize the device. After removal from the shipping package and pouch, inspect cannula for kinks, bends, crushed areas or any other damage that may have occurred during transit. Do not use if damaged. Verify the expiration date prior to use. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
During incoming inspection, the distributor rejected this device, 050906, for an insufficient heatseal. There was no contact with the patient as this was found during incoming inspection. Due to the potential severity of a breach in sterility, this complaint meets the criteria for a reportable event. This will be reported as a malfunction with potential for injury upon reoccurrence.